Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 synchron chemistry analyzer was generating false low sodium (na) results for nineteen (19) patient samples. One (1) of the patient samples also yielded low potassium (k) and chloride (cl) results. The customer stated that five (5) samples had been reported out of the laboratory and required amending. When the erroneous results were discovered, the samples were repeated on an alternate instrument within the customer's laboratory. The customer did not state which five (5) results had been reported out of the laboratory; however, three (3) of the data printouts indicated that the results were reported and amended. It is unknown if patient treatment was impacted as a result of this event.

Manufacturer narrative:
Sodium (na) qc on the day of the event (and the prior day) had shown imprecision, but was within lab-established range. The qc showed high and low recovery to the same magnitude as the patients. A bec field service engineer (fse) was dispatched and found that the sample syringe was loose and so the fse tightened it. The fse incidentally noted some buildup in the cl electrode port. The fse cleaned the na, chloride (cl) and calcium (calc) ports, and also replaced the calc electrode tip. Failure mode was a loose sample syringe (per the fse). The fse tightened it which resolved the issue.